Event description:
It was reported that the patient presented during implant procedure on (B)(6) 2022. During procedure, it was noted that the right ventricular lead exhibited high defibrillation impedance. Lead revision and programming changes were performed on (B)(6) 2022. The patient was discharged from hospital.

Event description:
Additional information received noted that physician performed an impedance test with an alternative, not implanted implantable cardioverter defibrillator(ICD) on (B)(6) 2022. Physician decided to replace the right ventricular lead as results indicated the impedance issue was caused by using a single coil lead instead of a dual coil.